Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2014 ,(B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted and replaced due to erosion and bacteremia. No further patient complications have been reported as a result of this event.